Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high impedance. Chest and neck x-rays were ordered and pt is referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had full revision surgery. The surgeon noted that fluid was seen inside the lead. Fluid leaks are expected when the lead is fractured and is encompassed by a historical data analysis for high impedance / lead fracture events. Therefore, this event will not be coded in addition to the fracture. The explanted device has not been received to date.